Manufacturer narrative:
The manufacturer previously reported regarding the alleging that a patient claims they were burned by the effort belt of alice nightone. The patient reported that she put on the machine per the instructions for about 5¿9 minutes. Around 3 a.m., she felt hot and noticed a small blister on her chest. The lower left bottom of the unit was very hot. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. An alice nightone was returned to the manufacturer product investigation laboratory (pil). During evaluation, the manufacturer product investigation laboratory (pil) was unable to confirm the reported complaint that the patient was burned by the unit. The alice nightone (ano) device was received without customer batteries, a battery cover, or a spo2 sensor, but included a durabelt (sn (B)(6)) and an alice nightone nonin spo2 assembly (sn (B)(6)). No physical damage or defects were observed on any of the components. Correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance and as an input to risk management activities. Section age in box a, event date in box b, model number, and product UDI in box d have been updated/corrected in this report.

Event description:
The manufacturer received information alleging that a patient claims they were burned by the effort belt of alicenightone.the patient reported that she put on the machine per the instructions for about 5¿9 minutes. Around 3 a.m., she felt hot and noticed a small blister on her chest. The lower left bottom of the unit was very hot.there is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.